Event description:
Case description: investigational result name: novopen® 4, batch number: evg3240 the number of complaints on the batch was evaluated and relevant actions were taken. The product was not returned for examination. Name: actrapid® penfill® 3 ml 100iu/ml, batch number: mr7hr87 the number of complaints on the batch was evaluated and relevant actions were taken. The product was not returned for examination. Since last submission, this case has been updated with the following investigation result added imdrf code added relevant fields updated in EU/ca tab narrative updated accordingly final manufacturer's comment: 04-sep-2023: the suspected device novopen 4 has not been returned to novo nordisk for investigation. No abnormalities relating to the observed problem were found in the reference sample analysis. The batch documentation has been reviewed and found to be normal. With the available limited information regarding the handling of the suspected device, it is not possible to identify a clear root cause in relation to functionality of novopen 4. Patient's underlying medical condition of type 1 diabetes mellitus is a significant confounding factor for the development of hyperglycaemia. H3 continued: evaluation summary name: novopen® 4, batch number: evg3240 the number of complaints on the batch was evaluated and relevant actions were taken. The product was not returned for examination.

Event description:
Event verbatim [preferred term] (related symptoms if any separated by commas) hyperglycemia (300-400 and even reached 570 mg/dl) [hyperglycaemia] pen did not inject the accurate dose [device delivery system issue] penfill is broken [product physical issue] case description: this serious spontaneous case from egypt was reported by a consumer as "hyperglycemia (300-400 and even reached 570 mg/dl)(hyperglycemia)" with an unspecified onset date, "pen did not inject the accurate dose(inaccurate delivery by device)" with an unspecified onset date, "penfill is broken(cracked product)" with an unspecified onset date, and concerned a 15 years old male patient who was treated with novopen 4 (insulin delivery device) from unknown start date and ongoing for "device therapy", actrapid penfill (insulin human) (dose, frequency & route used-40 iu - 60 iu qd according to his meal, subcutaneous) from unknown start date and ongoing for "type 1 diabetes mellitus". Patient's height: 176 cm. Patient's weight: 64 kg. Patient's bmi: 20.661157. Dosage regimens: novopen 4: actrapid penfill: current condition: type 1 diabetes mellitus (from 9 years) and vitamin d deficiency. Concomitant products included - omega 3 [fish oil](fish oil) it was reported that, pen had issue as the pen dose counter was pressed as one shot and the pen did not inject the accurate dose so the reporter was informed that the dose counter was pressed as one shot was not an issue in the pen and pen training was offered and by adjust the dose counter on 60 u and press the piston rod moved normally and then by adding an old penfill and adjust the dose counter on 60 u and pressed for (3 times) the dose button pressed and the dose counter returned to 0 then reporter mentioned that the penfill was broken then by adding a new penfill and a new needle and adjusted the dose counter on 4 u and press the pen injected normally. The patient was suffering from hyperglycemia from 2 weeks ago with blood glucose levels (blood glucose) always high (300-400 and even reached 570 mg/dl), but did not exactly know the blood glucose levels during the event. Batch numbers: novopen 4: evg3240 . Actrapid penfill: mr7hr87 . Action taken to actrapid penfill was not reported. The outcome for the event "hyperglycemia (300-400 and even reached 570 mg/dl)(hyperglycemia)" was not yet recovered. The outcome for the event "pen did not inject the accurate dose(inaccurate delivery by device)" was not reported. The outcome for the event "penfill is broken(cracked product)" was not reported.